Event description:
It was reported ongoing intermittent occlusions have occurred over the past four months, becoming more frequent in the last two months. The events led to blood glucose levels displaying as "high," a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer continued to use the pump for insulin therapy.